Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip did not release.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clips devices were used during a procedure performed on (B)(6) 2023. During the procedure, after clipping, the clip did not release. Additionally, the same problem occurred on the other resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.